Event description:
Patient consented for left parathyroidectomy. During arterial line insertion, the anesthesiologist felt that part of the catheter broke and got stuck in the patient's wrist. Catheter was removed and upon checking the patient had good pulse and capillary refill. A back up anesthesiologist was called and several came to assist. Ultrasound was used and the catheter parts were located in the wrist. The vascular surgeon was contacted for consult and upon confirming with the anesthesiologist and primary surgeon that it was safe to continue with surgery, time out was done for left parathyroidectomy. Patient's wife was informed of the situation and the on the on call vascular surgeon came into the room and did exploration of left wrist and was able to retrieve the catheter. Refer to additional documents in i2k.